Event description:
The customer reported the system was unable to make fluoroscopic exposures. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.